Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with oversensing on the implantable cardioverter-defibrillator, which was noted on a stored electrogram. The device was post paced t-wave oversensing. Programming changes were recommended but it is unknown if they were made at the time. The patient did not suffer any consequences.

Event description:
New information received notes that the patient's implantable cardioverter defibrillator exhibited a recurrence of post-paced t-wave over-sensing. No intervention was performed. There were no patient consequences.